Event description:
According to the reporter, during use, the cuff of the device was not sealing adequately to ventilate the patient. More air was added to the cuff and ruptured. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.